Event description:
Reporter indicated that the pt had his generator replaced due to end of service. No complain was associated with the device. Product was returned to manufacturer and underwent analysis. Upon analysis, it was found that the generator end of service was confirmed (as result of battery depletion). The caged module was found to exhibit and out-of-limit (high) pulsing current. Analysis indicates that during manufacture of the generator, the r35 resistor (a selectable value resistor) could have been more optimally chosen. Using the next lower value resistor, the caged module met all specs. The out-of-limit pulsing current could potentially be a contributing factor to the end of service, however, results of the battery longevity prediction (-0.57 years remaining until end of service) confirm that the end of service condition was an expected event.